Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed the t1 and t2 were not returned. Multiple pieces of excess suture were returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair, after deploying the t1 implant of the fast-fix 360, the t2 implant deployed prematurely through the meniscus. Both t's were removed from the patient with tweezers. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.